Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomaly and that the ins battery reached normal end of life with no telemetry and no output.

Event description:
The health care provider (hcp) reported that the patient was admitted to the hospital on (B)(6) 2015 with a generator malfunction of their gastric pacemaker. The patient's generator was replaced on (B)(6) 2015. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.